Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they sometimes have issues screwing in the reservoir into the chamber. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the insulin pump had few small cracks the around battery compartment. The insulin pump had grinding sound when rewinding and takes a little longer to rewind than before. The device will not be returned for analysis.